Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which located one similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 11apr2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of failed drawers was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawers: half-height drawers 1.1/1.2 were not detected on bus found pyxibus cable was frayed; replaced cable. Visual inspection of the pyxibus cable observed burn and cut/scrape markings along an area on the cable; wires were exposed along the burn area. Testing confirmed exposed wires along the cable.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, had failed drawers. As per return part analysis, it was determined that burn and cut area on pyxibus cable. There were no adverse events or injuries reported based on this incident.